Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No patient harm was reported. Additional patient/event information has been requested but has not yet been received. (B)(4).

Event description:
It was reported that cuff leakage occurred after two (2) or three (3) days use. The problem was solved by using three-way tap. Reporter included photos which depicted a three-way tap connected to the pilot balloon of the inflation line. No further information was provided including patient details, treatments or outcome.